Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a leaking from the bridge and there's a backflow of blood. There were 5 medications infusing, the connections were tight, but it looked like there's a break in one of the stopcocks. Patient had profound hypotension as the effect on the patient, and he was on norepinephrine at 50mcg/min and epinephrine at 10mcg/min and vasopressing at 0.04 unit/min when leaking occurred and patient almost suffered a cardiac arrest before these infusions could be re-established. Temporary profound hypotension that was rectified when vasopressor infusions moved to another access line. There was patient involvement and patient harm reported.